Event description:
It was reported that the patient experienced cellulitis over the pump. No refill was to be done and therapy was suspended. No further actions were taken and no diagnostics were done. The patient was bed bound in a nursing home. It was reported that the patient resolved without sequelae on (B)(6) 2012. The severity of the event was noted to be mild. The event was reported to be not related to the device or therapy and not related to the implant procedure. Six days later it was reported that the outcome was ongoing with no further action needed. Action needed

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039981r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).